Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed buckling to the inflation lumen and guidewire lumen 96mm from the tip and approximately 17mm long. There are two more buckling to the guidewire lumen 4mm from the tip approximately 12mm long and 52mm from the tip approximately 8mm long. The tip is damaged and there is a partial separation at the exit notch that looks like it cracked open. There is blood present in the guidewire lumen and the balloon is loosely folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. A .014 inch test guide wire was advanced into the guide wire lumen and was unable to pass the buckled section. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. A 30mm x 2.25mm nc quantum apex balloon catheter was advanced for dilation. Following balloon deflation, the device became trapped on the guidewire. The guidewire was moved from the coronary when the balloon was removed. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. A 30mm x 2.25mm nc quantum apex balloon catheter was advanced for dilation. Following balloon deflation, the device became trapped on the guidewire. The guidewire was moved from the coronary when the balloon was removed. No patient complications were reported.